Manufacturer narrative:
No product will be returned for eval - we are unable to confirm any abnormality of the adhesive pad that would have caused the pod to "not stick" to the customer's skin, or any malfunction of the device that may have contributed to high or low blood glucose readings. No specific failure mode was reported. It should be noted that the report indicated the customer experienced "low" bg readings from the pod not adhering and subsequently falling off. If insulin delivery was interrupted from the pod falling off of the customer, it is expected that "high" bg levels would result, not "low" bg levels, as reported. It is known and understood that customers can experience varying degrees of success with pod adhesion. The omnipod website offers a reference guide that includes a listing of products that can be used to aid in pod adhesion. Based on the info provided in the report, there is no indication that a device malfunction was, or may have been, a contributing factor to the customer's hospitalization. No conclusion can be drawn.

Event description:
The customer's mother reported that her son "was hospitalized due to this product." She cited two instances where her son had gone to the hosp as a result of a pod issue. In the first instance, the pod "would not stick to him and fell off." Unaware that the device was not on, he experienced low bg levels, passed out and "was rushed to the hospital." In the second instance, the cannula was reportedly "in the muscle", but was "not delivering insulin." She stated that the pod had malfunctioned "causing another reaction," requiring that her son again be "rushed to the hospital." (No specific device failure mode, however, was reported.) No product will be returned for eval. No info regarding the customer's hosp visits was provided.